Event description:
It was reported that the atrial intrinsic amplitudes were out of range. In addition, recorded atrial tachy response (atr) were seen showing oversensing. No adverse patient effects were reported. The device remains implanted.